Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, error code e333 was observed. The service repair technician, indicated that the most likely cause of the e333 was due to battery exhaustion. There was no patient involvement.